Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple appropriate shocks during a ventricular storm. A power on reset was noted to have occurred and the device was able to be reprogrammed. The device was noted to be a recommended replacement time and a replacement was planned. The device was explanted and replaced. The right ventricular lead was noted to have a threshold increase and a insulation problem was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis demonstrated that the device was fully functional and no new power on resets were generated. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the power on reset. If information is provided in the future, a supplemental report will be issued.